Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On an unspecified day after the sensor was inserted, the patient was driving and his cgm was displaying 92 mg/dl. The patient did not take a fingerstick at the time and has no symptoms. The patient then lost consciousness while driving and got into a car accident. The patient was taken to a hospital where they checked his cgm and it displayed 92 mg/dl while the bg meter displayed 32 mg/dl. The patient was treated with IV glucose and fluids. Once he regained consciousness, he drank some orange juice and ate a chicken sandwich. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.